Event description:
It was reported that the shaft was leaking fluid. A 1.25mm rotalink plus was selected for use. Upon preparation, the device was properly mounted on a rotawire floppy without any issue. However, a vertical leak of usual solution was coming from the infused bag. There was a small hole in the middle of the shaft noticed during the speed test. The procedure was stopped, and device was replaced with another of the same. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. The returned complaint device consisted of a rotablator plus device. The burr catheter was received connected to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. The plus device was connected to a pressurized water bag and the water went all the way through the sheath and exited the sheath correctly with no leaks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil has become stretched due to manipulation during the procedure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not find damage that could have contributed to the reported event.

Event description:
It was reported that the shaft was leaking fluid. A 1.25mm rotalink plus was selected for use. Upon preparation, the device was properly mounted on a rotawire floppy without any issue. However, a vertical leak of usual solution was coming from the infused bag. There was a small hole in the middle of the shaft noticed during the speed test. The procedure was stopped, and device was replaced with another of the same. No patient complications were reported.